Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The device was received without the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The pod was successfully paired to another pdm and completed priming and a 5u bolus. No communication error occurred during this test. The cause of the reported communication error could not be determined. Inspection of the pod found corrosion on the bottom battery. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking inside the device. No cracks were damages were noted to the housing that would allow fluid ingress. The exact cause of the corrosion could not be determined, however it could be concluded that the corrosion did not impact device functionality as all batteries were measured to have an expected voltage and the data showed no evidence of struggle to deliver insulin.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl. The patient reported cannula being dislodged, when it was removed from the infusion site for treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.